Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to elective replacement indicator (eri). The healthcare professional believes that the ipg battery rapidly depleted within a very short space of time. In addition, it was reported that rv lead had reverted to max output/high thresholds. Subsequent testing revealed that the thresholds had returned to normal levels. It was additionally reported that the rv lead encountered a lead warning indicating high impedance and a lead fracture was suspected. No actions/intervention was performed and the rv lead remains in use. It was suggested that if the rv lead is still in use with normal thresholds to check lead programming/settings. No patient complications have been reported as a result of this event.